Event description:
It was reported that the programmer has a possible cooling fan issue. It was also reported the top of the programmer gets very hot. The fan on side does not seem to be blowing. It was noted the back door is broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).